Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01076. This report is being submitted as additional information. Approximate age of device - 2 years, 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of low flow alarms was confirmed based on a review of the submitted log file. Although a specific cause cannot be conclusively determined through this evaluation, the customer reports that the low flow was a result of fluid build up around the outflow graft. The reported thrombus could not be confirmed through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Log file data was reviewed by a technical service representative and 22 low flow hazard alarms. On (B)(6) 2018, the patient was admitted to the implanting center and received a computed tomography angiography scan which reflected eccentric, large thrombus at the outflow graft site at the ascending aorta. The lvad system continued to alarm with low flow alarms at night, although the patient was asymptomatic. IV heparin was initiated. Surgical intervention was performed on (B)(6) 2018. Once the chest was opened, the surgeon discovered a collection of fluid around the outflow graft that had compressed the outflow graft causing the low flow alarms. Once the collection of fluid was removed the flows through the lvad returned and the lvad was operating as intended. The surgeon determined the patient did not require a pump exchange at this time. No additional information was provided.